Event description:
Hospital reported that the mesh did not remain intact while fixating it. It had punctured holes (may have unraveled).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.